Manufacturer narrative:
A getinge authorized dealer field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. However, the fse found blood present in the tubing/system. However, the customer decided to not have the unit involved repaired, at this time, as the customer did not agree with the quote to repair the iabp unit. The fse released the iabp unit to the customer, but did not clear the unit for clinical service. Furthermore, the fse informed the customer that the iabp unit cannot be used for clinic use. By that as it may, since the unit is the customer's asset, the customer can only decide as to whether the unit can be used for clinic purposes. This report is being submitted as the result of a retrospective review conducted in CAPA 584165. Due to character limitations the completed tel # (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp), found blood in the unit. It was reported that the unit did not alarm. No patient harm or injury was reported.